Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Contact believes the customer fell when using the pump causing the touchscreen to crack. The pump is still functional. The customer's blood glucose was 480 mg/dl. The customer administered a manual injection. Reportedly, the customer would continue use of the current pump for therapy but also has manual injections available.